Event description:
Customer reported a communication drop out from the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and corrected the issue by replacing the unit's main board and bottom housing. Unit was calibrated and safety tested the factory's specification.